Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was using a newly connected/programmed system controller. Additional information was provided that the patient inappropriately changed the controller without instruction from ventricular assist device (vad) team.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange following low flow alarms was confirmed. A review of the submitted backup controller event log file spanned approximately 3 hours (08aug2024 from 12:10:32 ¿ 15:26:42 per time stamp). An intermittent low flow alarm that appeared to resolve on its own was captured throughout the log file due to the flow being below the 2.5 lpm threshold. There were no other notable alarms active in the log file. A review of the submitted backup controller periodic log file spanned approximately 14 days at 1-hour intervals (03may2024 ¿ 13may2024, 26jul2024, 07aug2024, and 08aug2024 per time stamp). This backup controller was connected to on 07aug2024. The system controller was not returned for analysis. Additional information provided stated that the patient inappropriately changed their controller without instruction from the vad team. The serial number of the exchanged controller is unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. The root cause for the reported exchange was due to user error. Device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook (rev. D), section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.